Manufacturer narrative:
Initial medwatch report was submitted as a separate reportable event on this medwatch report 3006260740-2025-09026. Once the sample was returned and evaluated it was determined that the event reported is a cascading event and this report has been voided. Both reportable events are evaluated under medwatch report 3006260740-2025-09025.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the centimeter markings are "erased" from the 3 cm to the 9 cm mark on the catheter. PICC has been removed and replaced.